Event description:
Manufacturer was notified by the importer that a complaint had been made in reference to wheel assemblies coming off of their cots during transports.

Manufacturer narrative:
No injuries have been reported to manufacturer. End user has not submitted an incident report.